Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in australia that during an arthroscopic shoulder stabilization procedure on (B)(6) 2022, while using the vapr tripolar 90 suction electrode device, it was observed that the metal cowl on distal/ working end of vapr wand dislodged immediately on insertion to arthroscopic cannula and separated inside the patients shoulder. According to the report, the small metal cowl was removed without incident with arthroscopic graspers. Another like device was used to complete the procedure with a delay of four minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: photo was provided to mitek for evaluation. Mitek then conducted visual inspection of the photo provided by customer. Upon visual inspection of the photo, the return cap was detached. The complaint reported was confirmed. A manufacturing record evaluation was performed for the finished device lot number: u2109011, and no non-conformances related to the reported complaint condition were identified. The photo do not provide enough evidence to determine root cause. A manufacturing investigation was performed, as a result, it would appear that the return cap has detached from the electrode as reported, although we would need to take a look at the physical device to confirm. There are a number of inspection stages relating to the return cap : process of glue presence check shot point, glue on surface of cut return cap, presence of adhesive in cut return bond line, misplaced cut ¿ return cap, weld damage on cut return cap. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field device history lot: a manufacturing record evaluation was performed for the finished device lot number and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: a1: patient identifier: robe* (B)(6). Investigation summary the device was received and evaluated in juarez laboratory. Upon visual inspection of the device, the return cap was detached, and it was returned for evaluation. Also, the cord was cut. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. Upon visual inspection of the device, the device active tip is in a used condition, the cut return cap has become detached from the ceramic, the cut return cap has not been returned for evaluation, the device shaft is undamaged and remains straight, the ceramic surface is marked, and the plug/cable has been cut off. The electrical and functional test were not performed due to cap detachment. A DHR review has been performed for lot u2109011; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product DHR, investigation findings & product risk analysis no correction action has been recommended. The customer¿s device was manufactured in sep 2021. From our initial investigation we were able to confirm the customer reported problem where the return cap has become detached from the ceramic, but we have been unable to determine a root cause at this stage therefore further investigation will be required. A CAPA investigation has already been initiated to investigate this failure mode further and identify any potential preventative /corrective actions. This complaint will be added to the scope of this CAPA. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.